Event description:
It was reported that revision surgery was performed. Pain, discomfort, weakness of the legs and hips, elevated cobalt and chromium levels , fluid accumulations around the hip reported.

Event description:
Update received, it was reported that the parts used was a bhr acetabular cup 48mm and femoral head 42mm. No part or lot numbers provided.